Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 900 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had an elective pump replacement on (B)(6) 2017. Upon opening the pump pocket and exposing the catheter, the hcp noted a small fracture at pump connector site. The hcp explanted 3.4 cm of the pump segment and used a new catheter segment to attach to the existing catheter. No signs or symptoms were reported. No known factors contributed to the event. No troubleshooting was performed. The issue was resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.